Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during repairs, the cardiosave intra-aortic balloon pump (iabp) unit has a defective led on/off switch and battery. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) stated discovered as part of repairs in order number (B)(4). Battery 2 led indicator defective. On/off power switch fully functional, however, led defective. Replaced parts, and successfully identified the leds lighting up. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. There was no patient involvement. The defective components were received for further investigation. The failure analysis and testing department received the following parts associated with this complaint: ram on/off switch and battery indicator label. Parts were received with a reported unit failure message of defective led on/off switch and battery indicator led. Performed visual inspection of these parts received and parts look to be in good condition. Installed both parts into the cardiosave test fixture and tested together and separately to the factory specifications and the cardiosave service manual. The failure analysis and testing department verified the failure of both parts are defective. On/off switch and battery indicator label failed testing. Retained both parts in the fat dept. As per procedure (B)(4) rev ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.